Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 102 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device at the end of the previous therapy. The technical service representative (tsr) had the hp turn on the machine and the hc was at press go to start. The tsr had hp check the programming and was informed that the hp called in the night before where they were bypassed to fill. The hp stated that the minimum drain volume was lowered to 80%. The tsr explained the alarm and its possible causes. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection of the returned device, no issues were observed. The power on self-test was successfully performed. One hour simulated therapy was successfully completed. The reported issue was confirmed during event history log review. The user had the minimum drain set to 80% and the recommended setting is 85%. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.